Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 2 ultra resilia valve, the commander delivery system balloon ruptured at the end of deployment. The valve was fully inflated when the balloon burst. The delivery system was brought into the sheath with no resistance. There was no paravalvular leak (pvl) or aortic insufficiency (ai) noted upon assessment, and the valve was anchored at 90/10.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation and dimensional testing were completed. Due to the nature of the complaint, no functional testing was performed. The provided 3mensio imagery was reviewed, and the following was observed: calcification in the stj and annulus. The returned device was visually examined, and the following was observed: guidewire lumen and crimp balloon kinked, likely due to returned packaging. Inflation balloon is burst radially and longitudinally, with balloon material missing from working length section. Spring coil is stretched. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that the 'stj (sinotubular junction) [was] narrowing with calcium.' Additionally, review of provided 3mensio revealed calcification in the stj and annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 2 ultra resilia valve, the commander delivery system balloon ruptured at the end of deployment. The valve was fully inflated when the balloon burst. The delivery system was brought into the sheath with no resistance. There was no paravalvular leak (pvl) or aortic insufficiency (ai) noted upon assessment, and the valve was anchored at 90/10. Along with the balloon bursting, the esheath was also damaged after the balloon was pulled back into it, which was confirmed to be a liner delamination and distal tip split per pre-decontamination. The ruptured balloon being pulled back into the sheath was cited as the perceived root cause of the esheath damage. No patient injury or complications were reported, and the patient remained in stable condition post-procedure. After all devices were removed, the user inspected the device, and during inspection parts of the balloon material did come apart while outside of the patient's body.